Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and no anomalies were found via x-ray.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was found dislodged as confirmed via x-ray. A revision procedure was performed and the rv lead was explanted and replaced. There were no additional adverse effects reported.